Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer received a device not found alert and experienced a loss of communication between the insulin pump and transmitter. The customer also reported a hyperglycemic event. The event involved product(s) mmt-7841zn, mmt-7040a, unomedical, mmt-1884 and unk_reservoir. Troubleshooting was performed and upon reviewing the manage device screen, it was confirmed that the transmitter ID was programmed into the pump, and the connector bridge and pins showed no signs of damage. The led light blinked when the transmitter was connected to the sensor; however, the transmitter was not communicating with the pump. Troubleshooting was not performed for hyperglycemic event and, it was not known whether the auto mode feature was active at the time of the event and whether the pump was used within 48 hours of the reported event. No further patient complications were reported. Product return is not required for mmt-7841zn, mmt-7040a, unomedical, mmt-1884 and unk_reservoir.